Event description:
The customer reported to beckman coulter (bec) that the baths of their coulter ac t diff 2 analyzer overflowed about 5 ¿ 10 ml of slightly pink colored fluid onto the counter. The customer has an exposure control plan in place. The operator was wearing gloves, gown and glasses at the time of the incident. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated as a result of this event. No patient treatment was compromised in connection with this incident. The customer turned instrument off until service arrived.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and found tubing disconnected at the y-fitting in the drain path not allowing the instrument to properly drain. The fse replaced the tubing and reconnected it to the y-fitting to resolve the bath drain issue. The fse ran samples to verify the baths properly drain with no leaks or errors. Failure mode was attributed to disconnected tubing in the drain path. Beckman coulter internal number for this report is (B)(4).